Event description:
It was reported that a 1.8f valet and 3.5f valet catheter were advanced from the right femoral contralateral to the left superficial femoral artery (sfa) in an attempt to cross a lesion using the telescoping technique. The sfa was reported to be heavily calcified. The physician attempted the technique for several minutes without success. Both valet catheters were removed and it was noticed that approx 0.5cm of material was protruding from the tip of the 3.5f valet catheter. Communication with the MFR clinical sales specialist indicated that the material appeared to be wire in nature and firmly attached to the outside of the catheter and the gold marker appeared in place. It was reported that no material appeared to be left behind in the pt. Another MFR product was used in an attempt to complete the procedure, however, the procedure was aborted as the physician was unable to cross the lesion. There was no report of injury to the pt. No chest pain or hemodynamic changes were observed. The pt was released from the hosp the next day with no complications.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and MFR release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was returned to the MFR for eval. During initial examination of the device, no wire separation or protruding parts were observed, however, a frayed distal end was observed. Subsequent engineering examination revealed that the 63d pebax covering the gold windings at the tip of the catheter had been severely abraded and approx 10 windings of the gold wire were missing from the marker band. The distal tip material covering the ptfe liner distal to the windings is intact. All other parts of the catheter appear to be in good working order. No protruding parts were observed. It is suspected that the gold marker band became partially unwound and the wire material was observed by the user to be protruding from the tip when the catheter was removed from the pt. The observed damage likely occurred during use due to abrasion in the highly calcified lesion. It was reported that no material and left behind in the pt and the pt was discharged with no complications from the case. There was no pt injury or adverse event reported. No further action is required.